Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead oversensed noise, which triggered inappropriate mode switch. No changes or intervention was reported. The patient was in stable condition.